Event description:
It was reported that the patient died en route to the hospital for a heart valve replacement procedure. The reporter stated that the patient had "heart problems and other medical issues other than pain" and "as far as she know the death was not pump related". The patient was last seen on (B)(6) 2012, for a pump refill and the patient was receiving effective treatment at that time. The pump was not explanted and was buried with the patient. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2006, explanted:, product type: catheter. (B)(4).